Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, 3 needles broke and fell into the cavity. 2 of the 3 needles broke while suturing the dura. Another device was used to complete the case. There was no patient injury.